Event description:
It was reported that the patient with inflatable penile prosthesis (ipp) presented recurring incontinence, the device stopped working. The ipp was explanted. There were no additional patient complications reported.